Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device had thermal issue and also it was noisy. The patient had shortness of breathing for not getting enough air. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that they're not getting enough air, device is noisy, difficulty breathing/short of breath. And other thermal issues that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there is an unknown contaminant was observed in the tracks of the front panel. An unknown dust contaminant was observed on the accessory flip doors, inside the inlet of the blower box, on the top enclosure, and the ui panel. An unknown contaminant was observed on the exterior of rear panel, on the iso port of the rear panel, on the top enclosure, and the bottom enclosure. What appeared to be an insect of unknown origin was observed on the ui panel. An unknown contaminant and unknown dust contaminant were observed on the bottom enclosure.the j1 sd card reverse mount of the pca was observed to have an unknown contaminant on it. An unknown dark dust contaminant was observed on the rear panel and the bottom enclosure.the bottom enclosure was also observed to have several insects of an unknown origin on it. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer cannot confirmed the complaint of noise, and due to the presence of insects, a pressure test was not able to be performed to confirm the complaint of not getting enough air and manufacturer was unable to address the patient's symptoms.